Event description:
Pt admitted with nstemi. Signigicant history of 6 v cab6 6/03. Found at cath to have 4/6 grafts occluded. It was felt that stenting of lad should be done. A 2.5 x 20 mm taxus stent placed successfully after predilatation x 1 with 2.0 x 15 mm maverick monorail balloon. The stent was deployed to 14 atms. Result looked good. Pt did well and was discharged 2 days later. Came back to ed 4 days later, st elevation anteriorly. Found at cath to have occluded stent. After initial wire placement and confirmation of balloon position by injection through wire port several inflations were made. Pt became hypotensive and bradycardic. Terporary pacer and iabp placed. Pt fibrillated multiple times and could not be successfully resuscitated.